Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-op, at an unknown time, the patient was developed with a complete heart block, and a permanent pacemaker was implanted to resolve the event. The patient was also developed with stroke, and the patient was currently hospitalized.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.